Event description:
It was reported a nurse discovered a PICC split that did have an impact on patient skin, so they followed extravasation policy and PICC was removed.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.